Event description:
Was there an actual hemostatis /coagulation issue or did the device just not work, such as it stopped activating? Potentially there was residue on the jaws impeding the resistance, causing the device to not work optimally. How was the case completed? Using a new enseal device. If the generator did not cause the sealing issue, what did? Potentially residue on the jaws? It is unknown at this time.

Event description:
It was reported that during a lower anterior resection, the generator was giving an activation tone by was not sealing vessels. This occured multiple times during the case. Later, further troubleshooting was performed on the generator. No problems or issues were found with the generator. The facility biomeds are to perform an output test of the generator to confirm proper functionality and output. The generator is not being returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. (B)(4).